Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit failed pim test

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
During preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) unit failed pim test. No patient involved.

Manufacturer narrative:
Additional information: e1: (name: (B)(6), email: (B)(6)). During preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) unit failed pim test. To fix the issue fse replaced the pim module and completed a full pm per manufacture specifications, unit has passed all test and is now ready for clinical use.